Manufacturer narrative:
(B)(4). The service engineer removed all central processing unit (cpu) boards from the card cage, reseated them and loaded a software update. The unit then passed all performed calibrations and performance tests according to the manufacturer's specifications.

Event description:
It was reported that the ventilator's graphic user interface (gui) was freezing up. There is no reported patient involvement associated with this event.

Manufacturer narrative:
Product analysis: a user interface (ui) printed circuit board assembly (pcba) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis and functionality testing was performed. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.